Event description:
The patient continued to go through sporadic episodes of withdrawal which happened on an irregular basis. An iridium/indium dye study had been performed in (B)(6) 2015. The patient stated that they did not hear any alarms from the pump, and they had not had any volume discrepancies are refills. The pump reportedly contained fentanyl at the time of the report.

Event description:
Withdrawal was reported. The patient had experienced "bizarre" intermittent symptoms of withdrawal for the past few months. He had attributed it to other things for awhile until (B)(6) 2014 when the patient reported symptoms of all over body aches, diarrhea, spasms in stomach, frequent urination, sweating, blurred vision. The patient had been feeling fine since monday afternoon/evening (B)(6) 2014. It was also reported that the patient on rare occasions (5-6 times in the past), and 1-2 minutes following a successful bolus, felt a numbing, warming, radiating feeling around and out from the pump. Pain level subsided as expected with the bolus. Last time was (B)(6) 2014. Volume discrepancy had been only 0.3ml - 0.5ml or so at the last few refills so the fluid appeared to be delivering from pump properly. Logs were normal, as well. Drugs delivered via the device were fentanyl and bupivacaine. Additional information later reported ¿pump analysis¿ on (B)(6) 2014 and the pump appeared to be working fine. ¿pump analysis¿ on (B)(6) 2014 with manufacture representative. The patient had been doing better with increase in daily dose. Additional information received reported the patient continued to experience underdose type symptoms. Significant volume discrepancies were not reported and a nuclear dye study had been performed (time was not obtained) and the results were normal. Investigation of the pump had been ongoing over the past few years, and they have not been able to find anything. The pump would occasionally overdose the patient and was not working as it used to. Roller and dye studies, checking the patency, and performing a nuclear study were performed but the results were normal. Three patients had been mentioned, which included this patient, so it was unclear if this particular patient had these exact tests performed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n138125, implanted: (B)(6) 2008, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).